Event description:
Underwent a dual-plane (submuscular) breast augmentation in (B)(6) 2016 by dr. (B)(6), two mentor memory gel ¿smooth round moderate plus profile¿ 325cc implants were used. By (B)(6) 2017 both implants began to shift outward subsequently causing animation deformity in both breasts. It is currently (B)(6) 2019 and I am consulting with surgeons to replace the mentor implants as this issue can only be corrected by a revisions surgery.